Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the insulin pump alleging under delivery. The blood glucose at the time of incident was 399 mg/dl and current blood glucose was 172 mg/dl. Customer reported that they experienced high blood glucose. Customer treated with insulin pump. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. (B)(4).